Event description:
There was an unexpected suction of air from my piggyback line into the maintenance IV tubing during an administration of potassium chloride ivpb following a problem with the piggyback infusing in a timely manner. First there was a problem during the kcl piggyback as it was not infusing over the course of 60 minutes as programmed. Upon assessing the piggyback tubing, a small kink was found in the tubing. The tubing was changed. I increased the programmed rate for the remaining volume of potassium and the same IV started alarming "air in line". The remaining volume of the piggyback had infused into the patient and air was now being drawn into the main line tubing, the air was visible in the tubing about 2 inches past the pump itself. No air infused into the patient, nor was there air present near the proximal port, closest to the IV connection. Biomed tested the pump and tubing. The pump was functioning correctly. He was unable to duplicate the problem, but suspected that the check valve was not working and after he moved it, it started to work again.device #1is this a laboratory device or laboratory test?no.